Event description:
The pt has a history of drug abuse. The valve was explanted and replaced with a tissue valve. According to the operating room, surgeon had no complaints with the valve that was explanted.